Event description:
Reportable based on analysis completed (B)(4) 2013. It was reported that during a coronary artery stenting treatment procedure, difficulty crossing the lesion occurred. The target lesion was a 90% stenosed, moderately calcified lesion located in the mildly tortuous left circumflex artery. The 2.25x8mm taxus liberte stent delivery system could not cross the lesion. The procedure completed with a different device. No patient complications were reported and the patient' status was stable. However, device analysis revealed a shaft fracture.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR.: returned product consisted of a taxus liberte stent delivery system (sds) and stent with the stent protector and product mandrel partially loaded. There was contrast in the inflation lumen. The presence of contrast in the inflation lumen, and the position of the stent protector and product mandrel suggest the stent protector and product mandrel were replaced after the reported failed attempt to cross the target lesion. The hypotube was detached/separated 22.5cm from the strain relief. The fracture faces were oval shaped, as if kinked prior to separation, and the material was jagged and stretched, which suggests that the separation may be related to tensile overload (material stress/fatigue). The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. There were multiple stent struts stretched and bent throughout the length of the stent. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported crossing difficulty or the hypotube detachment and stent damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).